Manufacturer narrative:
Device name:silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). Device evaluation: lens was returned dry , in lens case. Visual inspection found a piece of haptic and optic torn off and missing. Clear/ red residue was observed on the lens. (B)(4).

Event description:
An aa4204vf silicone single piece lens, +22.5 diopter, was returned missing a piece of the haptic and optic. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).